Event description:
It was reported to us that patient had dislocated the hip 6 weeks post hemiarthroplasty with implant being removed and not revised.

Manufacturer narrative:
3 devices have been received but only one is able to be identified at the moment. (B)(4).